Manufacturer narrative:
Confirmation of lead migration, by the lab, cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report stated the patient had fallen causing the leads to migrate down and both had impedance issues as a result. Analysis of lead a found all internal wires broken which is consistent with the patient having an accident, trauma or having fallen. This would also be the root cause of ¿high¿ impedance as reported from the field.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances from the leads migrating. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Effective stimulation was restored.